Manufacturer narrative:
The reported events of noise resulting in oversensing, pacing inhibition, and inappropriate mode switch were not confirmed. The device was received with normal telemetry communication and normal output. A lead connection and sensing threshold test were performed and revealed no functional issues. Additionally, a longevity assessment revealed the device was operating above the elective replacement indicator (eri) voltage level with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. A visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. A feedthrough leak test was performed, indicating no device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer report numbers: 2017865-2023-04750, 2017865-2023-04751. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The noise was reproducible during lead provocation testing. During the revision procedure, the leads were noted to be twisted and the device pocket was noticeably tight. The device and leads were tested outside of the pocket and the event was not reproducible. The pacemaker was explanted, replaced and the pocket size was increased to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the noise previously reported resulted in pacing inhibition. As a result, the patient experienced brief moments of asystole.